Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. Insulin pump received with cracked display window corner, reservoir tube lip, belt clip slot, scratched lcd window. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose went from 260 mg/dl to 602 mg/dl after a day of climbing. Customer treated high blood glucose with manual insulin injection. After troubleshooting, customer wanted the device replaced. Customer agreed to return the device for analysis.